Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.